Event description:
A malfunction was reported on the pump when the caller pressed the wake button. There was no adverse impact to the customer's blood glucose level. The customer continued to use the pump for insulin therapy.